Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/29/2024.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider noted observations made during surgery as "hole in radius (edge) and "particles in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported, a left side deflation. Healthcare provider noted, observations made, during surgery. As "hole in radius (edge) and "particles in valve". The device has been explanted.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider noted observations made during surgery as "hole in radius (edge) and "particles in valve". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening posterior assessed as fold flaw opening. ¿ particles in valve: observed black particles in the valve. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.